Event description:
We have received 26 reports of product defects with fresenius crrt nxstage dialysate bags from 2/26/2026-3/13/2026 (total of 29 bags impacted). These event reports were related to nxstage rfp-401 and across several lot numbers. End users are reporting that the bags are leaking and/or fluid is spraying when cracked. There are several reports of the luer lock/connector falling off the bag as well causing the fluid to flow out of the bag. I am reporting this to the FDA for the second time - we continue to receive product defect reports and wanted to provide additional information. Pt: 4582. Device: 1250, 2292, 2907. Ref: mw5185464, mw5185465, mw5185466, mw5185467, mw5185469, mw5185470, mw5185532, mw5185471, mw5185472, mw5185473, mw5185474, mw5185475, mw5185476, mw5185477, mw5185478, mw5185479, mw5185480, mw5185481, mw5185482, mw5185483, mw5185485, mw5185486, mw5185487, mw5185488, mw5185489, mw5185490, mw5185491.